Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a hole in the hose near the muffler and low rotations per minute (rpms). Therefore, the reported condition was confirmed. It was determined that the holes in the hose by the muffler were due to pulling on the hose instead of the muffler to disconnect it from the autolube and/or from pulling the autolube around by the hose. It was further determined that the device had low rpms due to the holes in the hose. The assignable root cause was determined to be component damage due to user error, abuse, and/or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that post-surgery, it was observed that there was a hole in the hose at the foot pedal end of the motor device. During in-house engineering evaluation, it was observed that the there was a hole in the hose near the muffler and the device had low rotations per minute (rpms). There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.